Event description:
Supplemental follow-up report is being submitted due to the conclusion of this investigation. Initial report details: customer noticed the stent had a kink in it prior to use.

Manufacturer narrative:
1 x zso-7-5 of lot # c1707796 was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution zso-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c1707796 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1707796 it should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Multiple attempts were made but the required information could not be obtained. A definite root cause could not be determined due to the limited information available. A possible cause of this complaint may be that the kink occurred while the stent being straightened as it was being loaded onto the wire guide. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer noticed the stent had a kink in it prior to use.